Event description:
A nurse reported to baxter (B)(4) that a patient found a minicap with crack line, thus not comfortable to use the rest of the minicaps and request to exchange other lot.there was patient involvement. But no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample availabllity is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, the assignable cause was not determined. The problem was not confirmed. A review of file of the batch reported revealed no any exception regards this issue found in the manufacturing process.